Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10300. The pt received the scs sys consisting of an ipg and two leads (from the same lot). It was reported the pt was not receiving the pain coverage she desired. Diagnostic testing showed low readings. The pt elected to have the entire sys removed. The physician removed the scs sys on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.